Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On 3-may-2018, boston scientific reported that approximately 53 months after the implantation, the lead impedance was out of range. The sensing was good. The physician reprogrammed device to lv pacing only and decided to monitor the patient. On 27-aug-2019 it was reported that the lead was finally capped on (B)(6) 2019 due to high out of range impedance.